Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/25/2016. (B)(4): it was reported that following insertion the patient experienced urinary incontinence, urgency, frequency, bladder pressure and cystocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was reported the patient experienced vaginal sling extrusion, due to mesh extrusion through the vaginal wall and had removal/revision on (B)(6) 2005. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.